Event description:
Patient presented to the physician with the stimulation lead body eroded through the skin at the neck incision site. Patient had cut the eroded portion of the stim lead. Physician covered the open wound and prescribed antibiotics.

Event description:
Patient presented back to the physician with infection at the neck incision site and persistent swelling. Physician brought the patient into the or, removed the entire inspire system, debrided the infected tissue, irrigated the neck pocket, and closed the incision.